Manufacturer narrative:
(B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The 2.5x15mm tenku referenced is being filed under a separate medwatch MFR number. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a mildly tortuous, 90 % stenosed, eccentric lesion in the mid left anterior descending (lad) and a heavily calcified, lesion in the distal lad coronary artery. A 2.5x15 mm and 3.0x15 mm tenku rx balloon dilatation catheter (bdc) were advanced without resistance in the patient anatomy for pre-dilatation; however a balloon rupture occurred with both tenku rx bdc's during the second inflation at 14 atmospheres. Additional dilatation of the vessel was not required; the procedure was completed with stenting. It was commented that the balloon ruptures occurred due to the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.